Event description:
The site reported that the front translation chain broke as the intelligent digital detector (idd) was being brought into position. The incident occurred as the precision 500d table was in upright position and while the pt was on the table. As a result, the front side of the table dropped 2-3 inches and hit the base, while staying in the upright angulation setting. There was no injury reported. Due to the weight of the table, the concern is that a serious injury may result from a toe pinch if the incident were to recur.

Manufacturer narrative:
Ge field engineer (fe) inspected the system and found that the chain's master link broke on one side. Additional inspection by the fe found that the sprocket, which guides the chain, was out of alignment as a result of a missing c-clip intended to hold the sprocket in its proper position. The misalignment of the sprocket caused it to grind against the chain cover, damaging the chain. The fe replaced the table.